Event description:
Nurse entered pt's room and found twin site IV tubing was broken (one port). Pt was bleeding quite profusely from IV site that was in right arm. Attached a new pigtail twin site to angiocatheter. Pt blood loss approx 50cc.